Event description:
Revision surgery - the pt did not have a patella replacement during the original surgery. Due to the pt having osteophytes of the patella, the surgeon decided to replace the original insert while implanting a new patella.

Manufacturer narrative:
The reason for this revision surgery was identified as osteophytes after 2.3 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause for the osteophytes was not reported. There is no information reported that showed a material, design, or manufacturing problem with the product.